Manufacturer narrative:
Manufacturer's investigation conclusion: there were no reported device issues associated with an abbott product. The event details did not meet the requirements of a complaint. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was initially reported that the patient's driveline was spliced in (B)(6) 2022. Additional information indicated that there was no record of a driveline splice procedure in (B)(6) 2022. There were no reported device issues associated with the device.

Event description:
It was reported that the patient's driveline was damaged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.